Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, 1 month after its installation in intraoral region #19, its non-osseointegration was observed. A 45 ncm of primary stability was achieved and the implant was installed without immediately loading. The patient presented bone type iii.